Event description:
The facility reported a colleague infusion pump with a failure code of 810:11 that was caused by the ail pcb (air in line printed circuit board) that was out of calibration and was recalibrated by service. The event was reported to have occurred during product evaluation. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information is available. The user interface module master software version is 6.13.90, categorized as remediated.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pt underwent a kyphoplasty procedure. The procedure was completed without incident. Reportedly, the physician left the operating room and was called back as the nurse was doing compressions as the pt was brought back to the holding area. The pt expired. The physician stated that the pt died of a heart attack and he did not feel it was related to the kyphoplasty procedure. No additional info was reported.

Manufacturer narrative:
(B)(4). The initial medwatch report, 6000001-2010-01895, it was stated that the facility reported failure code 810:11. Correction: failure code 810:11 was discovered by baxter during a review of the event history for another report.

Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).

Event description:
A customer reported he received his order of a freestyle freedom lite blood glucose meter, but he did not receive his lancing device. Adc customer service informed the customer the lancing device was on back order and advised the customer about the new delivery date. During the course of the troubleshooting survey, the customer additionally reported that as result of the delivery issue, his "blood sugar was rising". The customer reportedly experienced dizziness, weakness, headaches, a burning sensation in his legs and cramps. He reported he ate food, drank a beverage and also took his non-diabetes prescription medications to counteract the event. The paramedics were called and the customer was reportedly treated with insulin and then transported to a health care facility. Although the customer reported that at the facility, he was diagnosed with hypoglycemia, he kept being treated with insulin and was "placed on a drip". There was no report of death or permanent impairment associated with this event.